Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-03260. It was reported that the patient's scs leads had pulled down and are no longer giving the patient effective therapy. Surgical intervention is currently pending.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced, resolving the issue.